Event description:
While performing hourly patient temperature/assessment at 0200, rn noticed blood backing up from blue lumen of uvc (umbilical vessel catheter) into tubing. Rn assessed all parts of the line to make sure that all connections were tight, when rn noticed tpn/lipids leaking from where the stopcock met the transducer. Rn changed the stopcock that immediately preceded the transducer thinking that the stopcock had a crack. Rn then flushed the line to find that the IV fluid was still leaking from where the stopcock and transducer met. Rn changed the entire tranducer line and the problem was resolved.======================manufacturer response for IV kit, transpac IV monitoring kit neonatal, 12", 3 stopcocks, disposable transducer, 30 ml squeeze flush (per site reporter).======================awaiting response.